Event description:
It was reported that the patient died suddenly. The patient initially complained about the dizziness and fell over and arrived at the hospital relatively quickly but did not respond to cardiopulmonary resuscitation (CPR). The healthcare professional inquired about whether or not the death was related to the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. A cause of death was requested and not received.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.